Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced vaginal mesh exposure found on examination at the vault which was tender. The patient also experienced recurrent urinary tract infections and vaginal discharge. The patient underwent previous eua, excision of exposed vaginal mesh and cystoscopy in 2011. The patient also underwent excision of vaginal mesh that was eroding into the bladder. Bladder repair was performed in 2012 along with cystoscopy. Division band of scar tissue was done in 2014. No additional information has been provided.

Manufacturer narrative:
(B)(4). Date sent to FDA: 05/27/2021. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was obtained: in 2018, further exposure of mesh was experienced into the bladder and vagina. Patient was referred to the tertiary center and underwent surgery in 2019.

Manufacturer narrative:
Additional information was requested and the following was obtained: date and name of initial surgical procedure? - (B)(6) 2008 ¿ anterior prolift and perineorrhaphy -initial surgical procedure. The diagnosis and indication for the initial surgical procedure? - . Indication ¿ recurrent anterior vaginal wall prolapse. What were current symptoms following the index surgical procedure? Onset date? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Post op pelvic pain and had sigmoidoscopy and eua on (B)(6) 2008, severe pelvic pain continued and was seen at 2 months post op, scan arranged. Luts and no prolapse symptoms at 2 month follow up. Intraoperatively ¿ mesh in bladder removed and catheter for 5 days, cystogram no leak and successful two c. When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates and findings. First mesh exposure identified in (B)(6) 2011, dyspareunia and vaginal discharge. Examined and mesh exposure confirmed. On (B)(6) 2011 ¿ eua excision of exposed 1cm (vault) vaginal mesh, cystoscopy, few fibres of mesh in bladder not there once vaginal mesh exposure removed. On (B)(6) 2012 ¿ eua excision vaginal mesh eroding into bladder, repair of bladder (3cm exposed prolene high anterior vaginal wall/vault). Catheter for 10 days and CT urogram. On (B)(6) 2014 ¿ cystoscopy, eua and division of band of scar tissue, no mesh in bladder, no other erosion, band scar tissue above trigone. What is the patient's current status?- presented to us and seen in (B)(6) 2018, rec uti, vaginal discharge, prolapse. Tender at vault and fibres of mesh felt. Awaiting cystoscopy. Other relevant patient history/concomitant medications. Current medication not known. What is physician¿s opinion as to the etiology of or contributing factors to this event?